Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombocytopenia: the cause of the clinical symptom was not determined due to insufficient clinical details. Major bleed: the root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was major bleeding and thrombocytopenia during impella cp patient support. While on support, the patient went back to the cardiac catheterization laboratory for bleeding at the impella site. It is unknown how the bleeding was resolved. The patient¿s hemoglobin and platelet count dropped so one unit of blood was given. There were suspicions of heparin induced thrombocytopenia, so the team switched to heparin. It was noted the patient had tarry stool. The patient was successfully weaned and the patient survived.